Event description:
It was reported that the pulse generator could not be interrogated. Attempts to interrogate with different programmers and in another room failed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair. The pt's right access route was approx 6mm. The procedure was consisted of a main body and 2 iliac leg grafts, and was completed without problem. On (B)(6) 2010, the pt visited the hospital due to leg pain. Pta was performed urgently because CT angiography revealed that the right iliac leg graft was occluded. The occlusion was solved by placing two bare stents after kissing ballooning. The pt was doing fine after the procedure.